Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was an increase in uncomfortable stimulation. There was stomach stimulation. The patient stated that when he changed position the stimulation was surging. The patient stated the stimulation was no longer going to the legs, but he was feeling increase in uncomfortable stimulation in the stomach. The patient stated the stimulation surges up and down and feels sharp pain in the stomach area. The patient stated he was sure he was on program a. No trauma/falls were reported that could be related to the issue. The patient was redirected to the healthcare provider (hcp). No further complications were reported/anticipated.